Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that there was damage in the biopsy channel on the bronchofibervideoscope. There was no patient involvement.